Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn between 4 and 24 hours on the back. It was noted that the cannula dislodged from the site. Hyperglycemia treated with manual injections.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured out of specification at 1.031 inches. Investigation of the soft cannula found the distal tip to be damaged. It could not be determined when or how this damage occurred. It could not be conclusively determined if this damage contributed to the reported event. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The download data shows an 0x6a alarm was generated during operation indicating an occlusion during runtime with the threshold exceeded, not at the end of bolus. The data shows timeouts at the end of the data during a basal delivery. Investigation of the device found fluid able to flow through the complete fluid path and no occlusions present. No other damages or deficiencies were observed that would cause this alarm. The exact cause of this alarm could not be determined. The device did not beep during the download process. The kill switch was observed to not be pushed. It could not be determined why the device would not beep.